Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A component review and the device history record was reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. The probe cover was returned partially detached from the main probe assembly. It was noted that the cannula driver was visible and that the driver service hatch was not restricting the probe's removal in order to remove the probe from the driver, the lever was accessed through the bottom of the sample cup holder and as the lever was retracted, the probe was removed with no issues. The lever was disengaged upon removal from the driver. It was also observed at this time that the lever pin was broken, thus preventing functional testing from being performed. As functional testing could not be performed, the probe cover plate was removed to inspect the internal components. There was no tissue observed in the sample notch. The gears and toothed rack were noted to be intact. The investigation is inconclusive due to poor sample condition. The root cause for the reported failure to obtain samples could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported that during an ultrasound breast biopsy, that after two passes were taken, the driver went to red lights. Samples collected did not appear to be of good quality. Procedure was not completed as the patient had to undergo an excisional biopsy. There was no patient injury reported.